Manufacturer narrative:
THIS REPORT IS FOR QUARTER 1 TIMEFRAME BETWEEN JANUARY 1, 2025 AND MARCH 31 2025 18 ADVERSE EVENTS THAT COULD BE RELATED TO THE TRICLIP DEVICE WERE REPORTED INCLUDING SINGLE LEAFLET DEVICE ATTACHMENT (SLDA), UNKNOWN MALFUNCTION, INABILITY TO DEPLOY. A MORE COMPREHENSIVE ASSESSMENT COULD NOT BE PERFORMED AS LIMITED INFORMATION WAS PROVIDED INCLUDING THAT THE DEVICE WAS NOT RETURNED FOR ANALYSIS. BASED ON THE LIMITED INFORMATION RECEIVED, THE CAUSE OF THE REPORTED INCIDENT COULD NOT BE CONCLUSIVELY DETERMINED AND THERE IS NO INDICATION OF A PRODUCT QUALITY ISSUE WITH REGARDS TO MANUFACTURE, DESIGN, OR LABELING. A RISK ASSESSMENT WAS COMPLETED FOR THE REPORTED INCIDENT. ALL REPORTED DEVICE AND PATIENT COMPLICATIONS ARE INCLUDED IN THE DEVICE RISK ASSESSMENT; THEREFORE, THE EVENTS ARE A FORESEEABLE EVENT. THE CURRENT OCCURRENCE RATES CONTINUE TO REMAIN WITHIN THE DOCUMENTED RATES IN THE DEVICE RISK ASSESSMENT. NO NEW HAZARDS OR HARMS WERE IDENTIFIED THAT WOULD IMPACT THE BENEFIT/RISK PROFILE. BASED ON A REVIEW OF THE AVAILABLE INFORMATION, THERE WAS NO INDICATION OF A PRODUCT ISSUE THEREFORE, NO REMEDIAL ACTION IS REQUIRED AT THIS TIME. B3: DATE OF EVENT USED IS THE EARLIEST EVENT DATE. D4: THE UDI NUMBER IS NOT KNOWN AS THE PART AND LOT NUMBER WERE NOT PROVIDED. H6. MEDICAL DEVICE PROBLEM CODE - 3190 INSUFFICIENT INFORMATION WAS SELECTED AS LIMITED INFORMATION WAS PROVIDED FOR THE FOLLOWING EVENTS: OTHER - MALFUNCTION, DEVICE MALFUNCTION, [BLANK] MALFUNCTION.

Event description:
IT WAS REPORTED THROUGH STS/ACC TVT REGISTRY - TRICLIP DATA THAT TRICLIP DEVICES MAY BE RELATED TO 18 ADVERSE EVENTS WHICH ARE CONSIDERED MALFUNCTION INCLUDING: SINGLE LEAFLET DEVICE ATTACHMENT (SLDA), UNKNOWN MALFUNCTION, INABILITY TO DEPLOY. THE RELATIONSHIP OF THE MALFUNCTION TO THE TRICLIP DEVICES COULD NOT BE DETERMINED BASED ON THE LIMITED DATA RECEIVED FROM THE REGISTRY. STS/ACC TVT REGISTRY - TRICLIP DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - RWD2400493. THE DATA RECEIVED INDICATED THAT THE IMPLANT PROCEDURE DATE RANGE WAS BETWEEN 16 APRIL 2024 ¿ 19 SEPTEMBER 2024. PATIENTS¿ MEAN AGE IS 76 YEARS, RANGING FROM 37 TO 88 YEARS. 50% OF THE PATIENTS WERE MALE, 50% OF THE PATIENTS WERE FEMALE. AS OF 30 SEPT 2024, 477 PATIENTS WERE TREATED WITH THE TRICLIP SYSTEM.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version42335129,04/16/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 04/16/2024 in a 67 year old Female. On 04/16/2024, Single Leaflet Device Attachment was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Single Leaflet Device Attachment was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,67,Female,105.8,04/16/24,NI,4582,2199,2507,4755,4114;4119,3221,4315,NA,041678789,05/15/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/15/2024 in a 61 year old Male. On 05/15/2024, Device Malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,61,Male,118,05/15/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,042259001,05/29/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 05/29/2024 in a 79 year old Male. On 05/29/2024, an unknown malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of an unknown malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,79,Male,79,05/29/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,042597747,06/11/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 06/11/2024 in a 88 year old Male. On 06/11/2024, Device Malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,88,Male,79.8,06/11/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,042456055,07/24/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/24/2024 in a 75 year old Male. On 07/24/2024, Leaflet Detachment was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Leaflet Detachment was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,75,Male,116.4,07/24/24,NI,4582,2199,2507,4755,4114;4119,3221,4315,NA,042623892,07/25/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/25/2024 in a 77 year old Female. On 07/25/2024, an unknown malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of an unknown malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,59.4,07/25/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,041066030,07/30/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 07/30/2024 in a 86 year old Male. On 07/30/2024, an unknown malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of an unknown malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,70.3,07/30/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,042677493,08/01/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/01/2024 in a 80 year old Male. On 08/01/2024, an unknown malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of an unknown malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,80,Male,91.9,08/01/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,042581261,08/12/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/12/2024 in a 85 year old Female. On 08/12/2024, Device Malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,103,08/12/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,042209210,08/12/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/12/2024 in a 86 year old Male. On 08/12/2024, Single Leaflet Device Attachment was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Single Leaflet Device Attachment was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,86,Male,73,08/12/24,NI,4582,2199,2507,4755,4114;4119,3221,4315,NA,042550324,08/20/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/20/2024 in a 77 year old Female. On 08/20/2024, Single Leaflet Device Attachment was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Single Leaflet Device Attachment was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,77,Female,68.1,08/20/24,NI,4582,2199,2507,4755,4114;4119,3221,4315,NA,042992909,08/23/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/23/2024 in a 76 year old Male. On 08/23/2024, an unknown malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of an unknown malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,76,Male,94.7,08/23/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,042731783,08/27/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/27/2024 in a 81 year old Female. On 08/27/2024, an unknown malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of an unknown malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,81,Female,63,08/27/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,042766929,08/30/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 08/30/2024 in a 66 year old Female. On 08/30/2024, Device Malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Device Malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,66,Female,81,08/30/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,040384567,09/03/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/03/2024 in a 85 year old Female. On 09/03/2024, Single Leaflet Device Attachment was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Single Leaflet Device Attachment was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,85,Female,79.7,09/03/24,NI,4582,2199,2507,4755,4114;4119,3221,4315,NA,042954308,09/05/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/05/2024 in a 73 year old Female. On 09/05/2024, Single Leaflet Device Attachment was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Single Leaflet Device Attachment was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,73,Female,53.52,09/05/24,NI,4582,2199,2507,4755,4114;4119,3221,4315,NA,042310984,09/12/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/12/2024 in a 82 year old Male. On 09/12/2024, Inability to Deploy on the Valve was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of Inability to Deploy on the Valve was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,82,Male,104.2,09/12/24,NI,4582,2199,3270,4755,4114;4119,3221,4315,NA,041055081,09/19/24,4/30/2025,1/31/2025,TriClip G4 Delivery System (TCDS),"Tricuspid valve repair device, percutaneously delivered",TCDS0301,Unknown,TCDS0301,NI,NI,P230007,NA,M,"It was reported through STS/ACC TVT Registry data that a TriClip was implanted on 09/19/2024 in a 37 year old Female. On 09/19/2024, an unknown malfunction was reported. The relationship of the Malfunction to the TriClip could not be determined based on the limited data received from the registry.","An event of an unknown malfunction was reported. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.",No Information,37,Female,68,09/19/24,NI,4582,2199,3190,4755,4114;4119,3221,4315,NA,0;